Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio results: 1.2, 1.9, 2.7. All testing was within minutes apart. Pt is on coumadin.

Manufacturer narrative:
Investigation pending.